Manufacturer narrative:
The device was evaluated and as stated in section b5, inspection found the subject device objective lens adhesive was come loose. The root cause of the damage adhesive cannot be conclusively identified. Based on investigation, the reported issue probable cause was due to damage deterioration of parts. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection the adhesive part of the objective lens has come loose. There was no patient involvement in this reported event.